Manufacturer narrative:
H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed there to be bent pins at connector p20 and p21, causing the connector to not be fully seated. When the power manager board was installed onto a lab use only platter after approximately 15 minutes a 'system computer needs service' error message was displayed. Voltage across several resistors were measuring zero volts direct current (vdc), indicating that the resistors are open. Due to the error message that was displayed no further testing could be completed. It was determined that the power manager board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, after further troubleshooting with the user facility's manufacturer trained biomedical technician, it was determined that the power manager generic board was power cycling. The biomedical technician replaced the power manager.

Event description:
The user facility's biomedical technician reported that during preventive maintenance (pm) of the device, after the batteries were replaced, the power manager light emitting diode (led) was off, both on alternating current (ac) and battery power. There was no patient involvement.